Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info has been requested. (B)(4).

Event description:
A surgeon reported that at the end of an intraocular lens (iol) implant procedure, he noted that one haptic was missing. He checked the delivery system, but did not find the broken haptic. The surgeon elected to leave the iol in place. During an examination on the first postoperative day, the surgeon noted the iol was decentered in the capsular bag with three quarters of the optic behind the pupil. The surgeon reported the pt's vision was not affected. The surgeon is not planning any secondary procedures. Additional info has been requested.